Event description:
Left hip replacement [hip replacement]. Case narrative: initial information from patient's daughter was received on (B)(6) 2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5097924. This case involves a patient who had a left hip replacement, while he/she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 8mg/ml) via intra-articular route (dosage, frequency, lot, indication: unknown). On (B)(6) 2019, after unknown latency, the patient had left hip replacement (hip arthroplasty) (medically significant). The patient was hospitalized for this event. Action taken: not applicable. Corrective treatment: not reported. Outcome: unknown. A product technical complaint (ptc) was initiated on 08-jan-2021 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 22-jan-2021. Follow-up received on 11-jan-2021 from other healthcare professional. Global ptc number. No significant information received. Additional information was received on 22-jan-2021 from healthcare professional. Investigational results were added. Text amended accordingly.